Event description:
It was reported that following a successful removal of the ivc filter from the patient during a scheduled retrieval, approximately 1mm of a filter foot was noted to be detached from the filter. Attempts were made to locate the missing filter foot including CT imaging and angiography; however, the location of the filter foot could not be determined. The patient is asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. One g2x filter was returned, the delivery system was not returned. Visual/microscopic inspection(s): the filter was bloody. All six arms and six legs were present and intact. One leg was missing part of the foot. The detached foot was not returned and the tapered section of the foot still attached to the leg measured at approximately 1mm in length. Approximately 2mm in length of the filter foot is missing. Dimensional evaluation(s): the filter was cleaned and heat was applied, and the filter took the appropriate shape. All measurements made were found within specification. Image review: one image was received. A single photograph of the filter was provided, which shows a small piece of biological matter at the base of the apex. Several filter limbs are superimposed in the picture and the image resolution is not adequate enough to assess the distal segment of several limbs; therefore, it is not possible to evaluate the configuration of the all of the filter legs. Based on the image, a detached filter foot is inconclusive. Conclusion: the complaint investigation is confirmed for a filter foot detachment. The definitive root cause is unknown. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures.